Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: a crack near the case seal of the battery compartment was observed. The force sensor calibration check showed the pump is detecting the correct force. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or damage to the force sensor circuit was observed. Unidentified force low observed in the black box, force sensor calibration in specification. Review of the black box shows ¿loss of prime¿ associated with a low non-zero force. Ezprime sequence was successfully completed. A (B)(4) duration test with a 1.0u/hr basal program was executed in the pump with no loss of prime being duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014.